Event description:
I had essured placed on (B)(6) 2012. I had essured removed (B)(6) 2012. The procedure its self was fine. Bleeding was normal. Periods were normal. A week after I had them placed I walked in to my bathroom to take a shower and woke up on the floor. I had passed out. Doctor said nothing wrong all test weer normal. Bloodwork normal ets. After that I started having dizzy spells that turned into constant dizzy on a daily basis. To the point where I was no longer able to leave my house or drive a car. I have 2 small children and my husband was deployed to (B)(6) at the time, so I was left alone with all these problems. I finally decided to get (B)(6) and pay for the removal. Most of my symptoms were instantly gone. Still to this day I have good days and bad days with the dizziness and no doctor has any kind if explanation. Worst thing I've done, it has completely ruined my life at (B)(6)! This product needs to be banned asap!